Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently in transit to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) requested servicing for rd900 neopuff infant resuscitator. Upon device service, it was identified that the port of the rd900 neopuff was broken. There was no known patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) regional office in the UK for evaluation. Our investigation is based on the information provided by f&p service technician. Results: visual inspection revealed that the gas inlet port of the device was broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at the time of production. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. The neopuff technical manual also states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in the united kingdom requested servicing for rd900 neopuff infant resuscitator. Upon device service, it was identified that the port of the rd900 neopuff was broken. There was no known patient involvement.